Manufacturer narrative:
The reported events of lead fracture and high pacing lead impedance were not confirmed. As received, a partial lead (connector end) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Implant date is estimated to have occurred in 2010.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. Rv lead fracture was suspected and confirmed visually. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.